Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an unspecified malfunction occurred. On (B)(6) 2023, patient was brought to the hospital was because she was hypoglycemic and she could not take care of herself. The patient as unable to tell the bg reading and cgm readings at the time of the episode. The patient did not know exactly what was going on due to her hypoglycemia. The paramedics took her to the hospital because of coma and due to an altered state of mind from her diabetes. The patient had to go to the hospital to have CT scan, MRI and x-ray. Per the report, the patient did not know the dexcom reading during the incident. She did not know if dexcom had contributed to her hospitalization. She was unaware of the dates of intervention and the medications or treatments she received. At the time of the report, the patient was recovering. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.